Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to usb pin damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was 273 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.